Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to abnormal reported parameter were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Also, instrument manufacturers and published data on interferences may be a useful resource for this issue. A review of specimen handling parameters should be reviewed for this tube type. Certain assays are excluded from our protocols, therefore we are unable to perform internal testing at this time. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for abnormal reported parameter with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced erroneous results noted after use. The following information was provided by the initial reporter: the account have been testing routinely. They have investigated the results and found out that the results are falling into the grey-zone, for two months time, more than ever (they have been using bd sstii tubes for 2.5 years). Thus, they made an evaluation comparing bd sstii vs another company's tubes and some other local brands. They have concluded that bd results are higher than all other brands and they are having less results falling into grey-zone with a different company's tubes. They are using another company's testing tubes and they have 9 instruments with the same make/modal attached to a front-end automation system. They are having similar results with all instruments. No error sources defined. They have agreed to change the instruments, but they are still experiencing the same problem. The account is willing to give the bd global team both the bd tubes and other company's tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced erroneous results noted after use. The following information was provided by the initial reporter: the account have been testing routinely. They have investigated the results and found out that the results are falling into the grey-zone, for two months time, more than ever (they have been using bd sstii tubes for 2.5 years). Thus, they made an evaluation comparing bd sstii vs another company's tubes and some other local brands. They have concluded that bd results are higher than all other brands and they are having less results falling into grey-zone with a different company's tubes. They are using another company's testing tubes and they have 9 instruments with the same make/modal attached to a front-end automation system. They are having similar results with all instruments. No error sources defined. They have agreed to change the instruments, but they are still experiencing the same problem. The account is willing to give the bd global team both the bd tubes and other company's tubes.